Event description:
It was reported that the patient's implantable pulse generator (ipg) site appeared infected. The patient was admitted to the hospital for monitoring.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) site appeared infected. The patient was admitted to the hospital for monitoring. Additional information was received that the patient noticed swelling during post operation. The symptom of swollen at battery site. Infection was unknown to how it started. The patient was administered antibiotics. The patient was doing well.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients implantable pulse generator (ipg) site appeared infected. The patient was admitted to the hospital for monitoring. Additional information was received that the patient noticed swelling during post operation. The symptom of swollen at battery site. Infection was unknown to how it started. The patient was administered antibiotics. The patient was doing well. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) site appeared infected. The patient was admitted to the hospital for monitoring. Additional information was received that the patient noticed swelling during post operation. The symptom of swollen at battery site. Infection was unknown to how it started. The patient was administered antibiotics. The patient was doing well.

Event description:
It was reported that the patients implantable pulse generator (ipg) site appeared infected. The patient was admitted to the hospital for monitoring. Additional information was received that the patient noticed swelling during post operation. The symptom of swollen at battery site. Infection was unknown to how it started. The patient was administered antibiotics. The patient was doing well. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.